Manufacturer narrative:
H10: additional manufacturer narrative: tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The most likely cause is patient factors, including hyperlipidemia.

Manufacturer narrative:
H10: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The device was not returned to edwards for further investigation as the valve remained implanted; however, a relevant echo imaging report was provided, confirming the allegation of pannus by the customer. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors. Although the product was not returned and there is an allegation of structural degeneration secondary to pannus leading to moderate stenosis, pannus after an implant duration of over eight years is most commonly related to patient factors and is not a result of a manufacturing non-conformance. Additionally, there is no evidence of product failure with regard to design, reliability, or use error.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received notification that a 76-y-o patient with a valve model 7300tfx27mm implanted in the mitral position was placed under consideration for reintervention after an implant duration of eight (8) years and six (6) months due to severe degeneration secondary to pannus leading to moderate stenosis. Per echo performed eight (8) years and two (2) months post implantation, mitral valve showed immobile posterior leaflet, hypomobile medial leaflet, lateral leaflet showed normal systolic-diastolic motion. Mild degree of stenosis (max/mean 20/8 mmhg for a hr of 56 bpm, surface area was 1,8cm2). On echo performed four (4) months later, prosthetic functional area had reduced to 0.9 cm2. No paravalvular leak nor intraprosthetic regurgitations. The patient was symptomatic for dyspnea on exertion nyha class 2-3 with increase of ntprobnp to 3300 nanograms. Reportedly, the patient was hospitalized to replace the 7300tfx27mm valve, as was dyspneic and unable to perform normal simple activities.

Manufacturer narrative:
Added information to section b5 (describe event or problem) corrected data h6 (health effect - impact code): 4621 - recognised device or procedural complication and 4607 - hospitalization or prolonged hospitalization removed; h6 (health effect - clinical code): 1816 - dyspnea removed h10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a valve model 7300tfx27mm implanted in the mitral position was explanted from a 76 years old patient after an implant duration of eight (8) years and eleven (11) months due to severe degeneration secondary to pannus, immobility of the posterior and anteromedial cusps, hypomobility of the posteromedial cusp resulting in severe stenosis. Per echo performed eight (8) years and two (2) months post implantation, mitral valve showed immobile posterior leaflet, hypomobile medial leaflet, lateral leaflet showed normal systolic-diastolic motion. Mild degree of stenosis (max/mean 20/8 mmhg for a hr of 56 bpm, surface area was 1,8cm2). On echo performed four (4) months later, prosthetic functional area had reduced to 0.9 cm2. No paravalvular leak nor intraprosthetic regurgitations. The patient was symptomatic for dyspnea on exertion nyha class 2-3 with increase of ntprobnp to 3300 nanograms. Reportedly, the patient was hospitalized to replace the 7300tfx27mm valve, as was dyspneic and unable to perform normal simple activities.

Event description:
Edwards received notification a 76-y-o patient with a valve model 7300tfx27mm implanted in the mitral position was placed under consideration for reintervention after an implant duration of eight (8) years and six (6) months due to signs of structural degeneration secondary to pannus leading to moderate stenosis. As per echo, mitral valve showed immobile posterior leaflet, hypomobile medial leaflet, lateral leaflet showed normal systolic-diastolic motion. Mild degree of stenosis (max/mean 20/8 mmhg for a hr of 56 bpm). The surface area was 1,8cm2. No paravalvular leak nor intraprosthetic regurgitations. Reportedly, the patient was symptomatic for dyspnea on exertion nyha class 2-3 with increase of ntprobnp to 3300 nanograms. A redo surgery was planned.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.